Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to farfield p-wave oversensing were observed via review of egm. The asymptomatic patient presented to the ER after receiving a vibratory patient notification. Programming changes were made, and device remains implanted.